Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the device did not seem to be sealing the tissue even though an end tone, indicating a completed seal cycle, was heard. No tissue damage. Oozing bleeding noted. No patient injury. Another device was used to complete the procedure.